Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found with a broken curved blade. A broken piece, approximately 0.68" x 0.10", was returned. No material appeared to be missing as the broken piece was pieced back together.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the harmonic ace instrument broke off and fell into the patient while removing the instrument out of the trocar. The broken piece was retrieved from the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument tip broke off, an investigation is in progress to determine the cause of this reported event. The instrument has been returned but failure analysis has not been completed. A follow-up MDR will be submitted if additional information is received. This complaint is being reported based on the following conclusion: the tip of the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.